Event description:
The patient reported intermittent sound through patient's cochlear implant. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery is scheduled for 2001. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.